Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is no problem detected. This supplemental report is being submitted to provide the results of the final investigation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the colonovideoscope had blanks out during the case (image loss). The issue occurred during unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.